Manufacturer narrative:
This follow-up report is being filed to communicate the name of the physician and the hospital.

Event description:
It was reported that patient underwent procedure utilizing a bipass suture passer on unknown date. During the procedure, the gage on the upper jaw fractured and fell into the surgical site. All the pieces were removed, but only after a delay of forty-five to sixty minutes had occurred.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of returned device indicates that the fracture surface is irregular with no artifacts that suggest fatigue. The fracture appears to have been the result of a bending overload.